Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed prime steps completed without prior rewind steps. During testing, the rewind, load, and prime steps were completed successfully. No damage was found to the pump casing or caps. The pump fully rewound during the rewind step. The force sensor calibration measured within specifications. The pump was exercised for 24 hours with no loss of prime. The pump case was removed and no damage was found to the force sensor circuit. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that insulin was dispensed when the filled cartridge was placed in the compartment and the cartridge cap was attached. The pump was allegedly fully rewound when the cartridge was placed in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.